Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the nurse that the insulin pump was under delivering the insulin and the customer was hospitalized for hyperglycemia. It was reported that the customer had high blood glucose levels of 25 mmol/l and the current blood glucose level was 8 mmol/l. It was reported that the customer experienced nausea and vomiting. It was reported that the customer was on intravenous drip. It was reported that the customer declined to perform the troubleshooting for high blood glucose levels. It was reported that the customer was using the insulin pump system within 48 hours of reported high blood glucose event. Product is not expected to return for analysis.